Event description:
It was reported to iridex that while using the g-probe rfid, three probes burnt while treating patient today. The staff mentioned that they used betadine but not sure if this was the cause of the issue. No other injuries reported. Treatment and power settings not provided. The g-probe was was not returned to iridex for further investigation. Conjunctival burns are a known potential harm associated with the use of laser delivery in ophthalmic indications. It is listed in the IFU included in mp3 delivery device. No information regarding the patient, patient recovery, treatment parameters used were provided to iridex to have a conclusive finding. In accordance with standard protocol, iridex will proceed with processing the complaint based on the information currently available. Another factor to be taken into account for the patient injury reported is that occasionally, the tip of the probe will become contaminated with blood or tissue, and the contaminants on the tip can become hated when exposed to laser energy. Typically, conjunctival burns resolve within 24 to 48 hours. Therefore, unless either medical intervention or permanent impairment are reported, scleral burns are not deemed a serious adverse event, because conjunctival burns typically: · do not result in life-threatening illness or injury, · do not result in permanent impairment of a body structure or a body function, · do not require hospitalization or prolongation of patient hospitalization, · do not require medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function.